Manufacturer narrative:
Correction b5: additional information provided by the engineering evaluation revealed that the nose tip, distal portion of the balloon, and guidewire lumen also became separated.

Manufacturer narrative:
Additional information provided confirmed no abnormalities were noted during prep.  No extra volume was added to the balloon prior to inflation.  The patient left the room in ¿good¿ condition. The delivery system was returned to edwards lifesciences for evaluation.  Upon visual inspection, a balloon burst was confirmed.  The nose tip, distal portion of the balloon, and guidewire lumen were not returned.  The proximal balloon shoulder appeared slightly flared out. A recording of the procedural imagery was provided.  The imagery was of the thv deployment step in the procedure and showed calcification was found in the patient¿s anatomy.  The balloon was shown inflating in the native annulus.  Before the thv was fully expanded, however, the balloon appeared to burst, as indicated by the location of contrast leakage from the balloon.  Due to the condition of the returned device and nature of the issue (balloon burst), no relevant functional testing could be performed.  Additionally, due to the condition of the returned device (proximal tapered portion of inflation balloon returned only), no relevant dimensional testing could be performed.  The complaint was confirmed through visual inspection.  The delivery system and components were inspected several times throughout the manufacturing process: balloon cut to length, balloon pleat and compression, balloon final inspection, balloon burst testing, balloon final testing, balloon final forming, balloon leak test and final inspection.  In addition, product verification testing was performed on a sampling basis.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformance contributed to the reported events. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events.  A review of lot history revealed other complaints for ¿balloon ¿ burst¿ and ¿distal tip, distal nose ¿ separated¿.  No manufacturing non-conformances were identified.   A review of complaint history from may 2018 to april 2019 for the edwards ultra delivery system (all models and sizes) revealed other returned complaints for ¿balloon ¿ burst¿ and ¿distal tip, distal nose ¿ separated¿.  The complaints were confirmed; however, no manufacturing non-conformances were identified.  A review of complaint data for april 2019 revealed that the complaint rate did not exceed the monthly trigger for action (3 complaints per month for 3 consecutive months for the recently commercialized devices) for the complaint code (¿balloon ¿ burst¿) and (¿distal tip, distal nose ¿ separated¿). The ultra delivery system instruction for use (IFU), the device preparation manual, and the procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system.  No IFU/training deficiencies were identified. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment was not required per procedure. The complaints for ¿balloon ¿ burst¿ and ¿distal tip, distal nose ¿ separated¿ were confirmed through visual inspection of the returned device.  Due to the returned condition of the device (proximal tapered length of the balloon returned only), dimensional testing could not be performed.  However, based on a review of the device and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event.  A review of manufacturing mitigations further supports that the device has proper inspections in place to detect issues related to the reported events.  Additionally, a review of the IFU and training manual revealed no deficiencies.  As the device was able to be de-aired during device preparation, it is unlikely there was an issue with the device out of box.  Although no information was provided regarding the patient¿s anatomy, calcification can be seen in the provided procedural imagery.  Based on the noted location of the calcification and a review of complaint history, it is possible that the root cause of the balloon burst is due to calcification in the native annulus, which can present a challenging anatomy for balloon inflation.  While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the patient anatomy can compromise the structure of the balloon wall even at low inflation pressures.  This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration.  It is possible that the balloon burst resulted in an increase in the balloon profile that could have hindered the delivery system from entering the sheath.  As such, it is likely that the delivery system experienced high retrieval forces when attempting to enter the sheath.  This is supported by the inverted inflation balloon and flared wings of the distal shoulder.  Excessive device manipulation during retrieval could have then flared the shoulder wings and resulted in the separation of the distal tip.  However, based on available information, a definitive root cause was unable to be determined.  As such, while a definitive root cause was unable to be determined, available information suggests that patient factors (calcification) may have contributed to the reported event. A CAPA was previously initiated to address ultra balloon burst and retrieval issues and is currently in the investigation phase.   No manufacturing or IFU/labeling inadequacies were identified.  A definitive root cause was unable to be determined.  However, available information suggests that patient factors (calcification) may have contributed to the reported events.  A pra previously initiated per management discretion to investigate the balloon burst issue and its associated risks.  A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. A CAPA has been initiated to address ultra balloon burst and retrieval issues and is currently in the investigation phase.  The CAPA will additionally be used to capture the effectiveness of the training bulletin.  However, it should be noted that this complaint occurred prior to the release of the training bulletin.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: the recall number assigned to the event reported in this manufacturer report has been received and documented in this report.

Manufacturer narrative:
Additional information provided confirmed the physician was able to retrieve the delivery system through the sheath and the distal tip separated inside the patient but inside the sheath and could be removed together with the sheath.  As such, the complaint code ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿ was added. A lot history review revealed other complaints for ¿delivery system ¿ withdrawal difficulty ¿ through sheath.¿  no manufacturing non-conformances were identified.  The ultra delivery system is a recently commercialized device, and control limits therefore have not yet been established.  As such, complaint history has been reviewed and no confirmed manufacturing non-conformances were identified.  A CAPA-captures corrective action to address events where the balloon ruptures/leaks and associated withdrawal difficulty. The ultra delivery system instruction for use (IFU), the device preparation manual, and the procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system.  No IFU/training deficiencies were identified.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, during balloon inflation, the balloon ruptured.  Despite, the balloon rupture the valve was able to be successfully implanted.  The patient was noted to be doing well.